Event description:
It was reported to manufacturer that the vns pt passed away. Further follow up with the pts treating vns neurologist, revealed that the "pt was taking a nap. Mom went in to check on him, and he was not breathing. Mom called ems". The physician noted that the device was not explanted, not available from the physician's office. The pt was on the following AED's at the time of death: phenytoin, clonazepam, trileptal, zonegran, and lyrica. The pt was receiving vns therapy at the time of death. The physician does not believe that the death is related to vns therapy. Attempts to obtain the death certificate from the vital records department have been made, but no information has been received to date. The manufacturer has determined the death to be probable sudep.